Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in tubing/chamber, other thermal issue, headache, sore throat, cough, device emitting yellow powder. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in tubing/chamber, headache, sore throat, cough, sinus issues, sleep deprivation and device emitting yellow powder. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The airflow was verified by a therapy initiated with the device. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. An external and internal inspection found that the device had a hard yellow contaminate stuck to the outside of the bottom enclosure of the device. Gouges around the outside of the top enclosure near the rear panel indicated possible 3rd party tampering. A light gray film of unknown contamination throughout the inside of the enclosure that can be smudged. Unknown black dust-like contamination, inconsistent with degraded sound abatement foam, at the air inlet of the blower box. White dust-like contamination on top of the blower motor and the blower motor seal, with potential mineral deposit spots on the blower motor, on the bottom of the blower box and blower seal, indicating potential liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Unknown yellow, white, and black particle contamination on blower box and on the front panel inconsistent with degraded sound abatement foam. Brown and black dust-like contamination, inconsistent with degraded sound abatement foam, on the top enclosure, rear panel, with potential hair/fibers on the top enclosure. Brown and black particle contamination with unknown potential hair/fiber contamination on the bottom enclosure. The investigation used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There was no visible damage or functionality failures of the device, which suggested that the source of contamination was external to the device. The investigation was able to confirm the complaint of particles in the device but not the device emitting yellow powder or address the symptoms specified. In this report, box d, h has been updated/corrected.